Manufacturer narrative:
E1: initial reporter facility name: (b)(6 hospital. E1: initial reporter address: (B)(6). The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull, underwater leak, air passage, and traction testing were performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lower part of "the murphy's dropper" (drip chamber) of a flow regulator set separated from the connection point of the infusion tube. The issue was identified during patient infusion with an epoch (chemotherapy) regimen. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.